Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited less than 100 ohms impedance and 45,000 automatic mode switch events due to noise. A possible insulation break was suspected.